Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was trying to increase stimulation but was unable to and was seeing the ¿turn ins on¿ message. It was reviewed that the patient cannot increase stimulation unless the implant was on. The patient stated they were not aware the implant was off and stated they did not turn it off and was not messing with the buttons on the programmer. The patient stated they had stopped feeling anything and thought they got acclimated to the sensation so they went to increase stim and said ¿well that¿s too much¿ so then decreased stimulation. The patient reported they had then been experiencing more leakage recently and was not feeling any stim so they increased stim to 3.3v. The patient reported that more recently they wanted to increase stim because they were still not feeling anything and the ins must have been off. Patient stated everytime they synced the programmer to the device it showed that it was off, meaning the programmer. The patient reported that they did not feel anything when it turned off but as soon as they sync it, it was an intense firing like it was on fire and was beyond uncomfortable. The patient stated they dropped the programmer because it hurt so bad. The patient reported the day of the report they tried to increase it because they had experienced more leakage the day of the report and when they tried to increase to 3.4v it was like a jolt of shock. The patient decreased stimulation from 3.3v to 2.8v because it was way too strong. The patient was redirected to their healthcare provider to have the ins interrogated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.